Event description:
Customer reported device = 34, 58, & 22 mg/dl performed back to back within of each other. Lab = 69 mg/dl. No treatment. Controls were in range. Customer stated the glucose test was performed on a healthy patient with no health issues. A request was made for return product, however replacement was declined.